Event description:
An implant form was received confirming that both the lead and generator have been explanted and replaced. The lead was explanted due to high impedance, and the generator was explanted due to prophylactic battery change. The explanted product will not be available for return due to hospital protocols. No other relevant information has been received to date.

Event description:
The physician reported that high impedance was observed on this patient¿s device, and the patient was referred for surgery. No known surgical intervention has occurred to date for the lead. No other relevant information has been received to date.